Event description:
It was reported that when stimulation was turned on stimulation was turning off. The patient reported that stimulation will work for 1-2 days and then it turned off although the patient programmer will still show stimulation as on. There was no known accident or incident related to this event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Additional information has been requested, but was not available as of the date of this report. Patient programmer model 3037, serial # (B)(4), implanted: na, explanted: na, lead model 3889, lot # v698091, implanted: unk, explanted: unk.